Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of no image was confirmed. The evaluation found appearance defects of the cable due to physical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 month since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to damaged cable. Although the cause of the kinked cable could not be identified, it is assumed to be an accidental failure or a failure due to handling (excessive force on the cable). The event can be detected/prevented by following the instructions for use which state: the otv-s7proh-hd-12e instruction manual contains the following description, which may prevent the indicated phenomenon. [Important information ¿ please read before use]. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor field performance for this device.